Manufacturer narrative:
BLOCK B3: EXACT DATE UNKNOWN, EVENT OCCURRED IN FEBRUARY 2026.

Event description:
IT WAS REPORTED THAT THE PATIENT THE PATIENT HAD AN INFECTION AT THE POCKET SITE WITH NOTED SIGNS FLUID DISCHARGE. THE PHYSICIAN BELIEVED THAT THE INFECTION WAS NOT DEVICE RELATED AND THAT THE PATIENT HAD AN ONGOING INFECTION OF UNKNOWN ORIGIN. THE PATIENT HAD BEEN UNDER THE CARE OF AN INFECTION DISEASE DOCTOR FOR A WHILE. THE PATIENT UNDERWENT A PROCEDURE WHEREIN THE IPG WAS EXPLANTED. THE PATIENT WAS PLACED WITH ANTIBIOTICS INTRAOPERATIVELY AND WAS PRESCRIBED WITH AN ANTIBIOTICS FOR TAKE HOME MEDICATION.

Event description:
It was reported that the patient the patient had an infection at the pocket site with noted signs fluid discharge. The physician believed that the infection was not device related and that the patient had an ongoing infection of unknown origin. The patient had been under the care of an infection disease doctor for a while. The patient underwent a procedure wherein the IPG was explanted. The patient was placed with antibiotics intraoperatively and was prescribed with an antibiotics for take home medication.

Manufacturer narrative:
Block B3: Exact date unknown, event occurred in February 2026.dInvestigation Results:The device was not returned for analysis; therefore, a technical analysis could not be performed.;Device History Record:It was confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling Review:Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation Conclusion:The device was not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the Complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code Cause Not Established will be used.